Event description:
It was reported that a patient's stimulation therapy was no longer effective for pain. The device was surgically explanted. There were no patient symptoms or injuries related to this event. The patient status was described as alive with no injury or adverse event.

Manufacturer narrative:
Product ID 3888-33, lot# v549686, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3888-33, lot# v513037, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3888-33, lot# v710840, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3888-33, lot# v710840, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension. (B)(4).